Event description:
A foley (urinary) catheter expulsed during a caesarian section procedure. The balloon was intact. Manufacturer response for surestep foley catheter tray, surestep (per site reporter) we met with the manufacturer representatives about this and several other failures of foley catheters. The manufacturer representative noted there is an identified problem with the vent of the new design of the surestep foley catheter system. They have reverted back to the prior ventless product although there are still some vented catheters available in the supply stream. We gave the representative several other catheters and will await analysis by the manufacturer's quality dept.